Event description:
Additional information was received that the physician suspects, but was unable to confirm, lead damage due to an increase in the pacing impedance and a loss of capture observed on the right ventricular (rv) lead. Diagnostic imaging was performed and did not reveal any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented into the emergency room due to dizziness. During investigation, lead damage was confirmed on the right ventricular (rv) lead. The patient elected to have the ICD downgraded, so the device was explanted and replaced with a pacemaker. During this procedure, the rv lead was capped to resolve the event. The patient was stable and will continue to be monitored.